Event description:
Additional information was received that the event was initially observed during an in clinic follow-up where episodes of noise and noise reversion resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Diagnostic imaging was performed and did not reveal any abnormalities. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.